Event description:
The facility representative reported an infusion pump that alarms at start up. This issue was reported to have occurred during bio-med testing. The hospital representative stated that there were no reports of patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
This report is being resubmitted in accordance with instructions from FDA to address a manufacturer report sequence number issue that occurred when this MDR or supplement was originally submitted to the FDA jan 30, 2007. Evaluation summary: the customer reported issue was confirmed during service and was caused by depleted main batteries. Inspection of the device found that the main batteries were potentially damaged and were therefore replaced. Review of the complaint history reveals similar reports have been received for this product for the reported issue. This issue is being investigated under CAPA. Service of the device was conducted on-site.